Manufacturer narrative:
G4: 18mar2021. B4: 21mar2021. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed the reported problem by reporting that a ''battery failed alarm' was displayed by the ventilator. The fse replaced the battery and the issue was resolved. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed that the hospital machine had no trouble. The customer simply wanted to consult a warranty problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported a ventilator experienced a battery issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.